Event description:
The customer reported blood leaking from distal smartsite port during an infusion. The port was flushed a few times with no problems prior to the leak. The nurse noticed blood had backed up from the IV catheter to the distal smartsite. There was no patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.